Event description:
Rptr has pain and swelling in right hand and loss of grip, joint pain, diarrhea, constipation, chronic sinus, excessive colds, hepatitis c, developed herniated disk and had back surgery. These implants are no longer being used because they cause inflammation. Rptr was never aware of this.